Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with air bubbles. The customer's blood glucose was 277 mg/dl. The product was returned for analysis.

Manufacturer narrative:
Evaluated four open and used reservoirs. Performed pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings groove for defects and none were found. Conclusion: no air bubbles. Also ran basal, bolus occlusion test as follows: reservoirs filled with diluent and connected to a new infusion sets. Installed reservoirs and connectors into a paradigm pump. Performed insulin pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs no air bubbles.